Event description:
Information received indicates the head section will not go up.

Manufacturer narrative:
The technician found the head up valve was sticking due to contamination in the hydraulic fluid. The technician replaced the head up valve to repair the bed.